Event description:
Customer reportedly received results of 556 mg/dl and 199 mg/dl within 10 minutes on the advantage system. No high blood symptoms reported. No action taken based on device results. No adverse event reported. Controls were run and in range (opened > 90 days). The customer did not provide the location where the discrepant results were obtained. Requested return of suspect device and replacement was sent.